Event description:
It was reported that the basket separated from the cable during the fourth pass as the device was entering the apex of the graft loop. The separated basket was removed using a snare. There were no pt complications.